Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, an opening and white particles. Leak test was performed and found an opening on posterior. A microscopic analysis was performed which identified a crease(smooth) opening in the posterior. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is: a crease (smooth) opening in the posterior side due to a fold (flaw) opening.

Event description:
Health professional reported "any creases associated with hole." Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation. Device remains implanted.